Manufacturer narrative:
Correction: section d6a. Date of implant should be (B)(6) 2025 instead of (B)(6) 2016.

Event description:
It was reported that the patient presented remotely due to discomfort at the implanted device pocket site. The patient was brought into the clinic and noted a tiny bump on the incision area with sutures beginning to come off. No intervention was performed. The patient remained in stable condition.

Manufacturer narrative:
Further information requested but was not received.